Manufacturer narrative:
Product ID: 3889-28, lot# va0x0vc, implanted: (B)(6) 2015-, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0x0vc, ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s stimulator was left on during a fusion scan and during the scan they felt like a jolt or twitching in the area of the lead. The caller stated that they follow up with the patient and they were not having any issues as of the time of the report. The jolt/twitch was reported to be sudden. No further complications were reported.